Event description:
Micro-puncture wire used to gain venous access. Able to gain access to vein, hard time advancing it, ultrasound guidance showed wire still in vein, ra-advanced wire, & wire appeared to get curled up in the tissue. Md withdrew needle/puncture wire, but guidewire got sheared on the needle, leaving a ~ 1cm piece of very thin wire in the pt's subcutaneous tissue. Vascular surgery consulted, scrubbed in, determined after hemostat attempt for removal that wire was in too deep for retrieval. Vascular comfortable that wire fragment was in subqutaneous tissue, would not cause long-term sequelae.